Manufacturer narrative:
Actual device not available to stryker for evaluation.

Event description:
Resorbable screws broke at head and threads during case. Opened different lot numbers of the same screw but same results. The blade was not retaining the screws as intended. Product was stored properly.